Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 09) occurred. Reportedly, the cartridge had been loaded with 400 units of insulin. Customer's blood glucose level was 200 mg/dl. Reportedly, customer removed some insulin and reloaded the same cartridge.